Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, episodes of non-sustained rv oversensing due to r-wave amplitude variation causing the t-wave oversensing issue was observed on the rv lead. Programming changes and further testing was recommended. Patient will continue to be monitored. No further information available.